Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this atrial lead exhibited pacing impedance measurements greater than 2000 ohms. The patient was hospitalized and a revision procedure was performed to replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Visual inspection identified bends in the lead located at 185, 191, 192 and 196mm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break 190 mm from the terminal end. Based upon the clinical observations and the laboratory findings, we believe that the outer conductor coil was fractured due to cyclic fatigue. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.